Manufacturer narrative:
H6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having transforaminal lumbar interbody fusion spinal therapy at l3/4 and l4/5. It was reported that the implant backed out at the l4/5 level. There was a lack of solid fusion at the affected level. The patient was scheduled for additional surgery to remove the implant at a later date. It was unknown if there were any patient symptoms or complications as a result of the event. Additional information received from the manufacturing representative that the revision surgery performed on (B)(6) 2026. Patient had lingering back pain post operatively. Patient had a pre-operative diagnosis of lumbar radiculopathy needing a l3-l5 fusion. Additional information received from the manufacturing representative that the 2 screws were loosened and they were explanted on the revision surgery performed on (B)(6) 2026.